Manufacturer narrative:
Complaint no: (B)(4). On an unreported date, treatment with antibiotics was completed. It was reported that the patient was doing well and the patient¿s peritoneal dialysis effluent was clear. On an unreported date, the patient was recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the peritonitis event. The cause of peritonitis was unknown. The patient was treated with vancomycin (2 grams, route, frequency, and duration not reported) and fortacef (route not reported, 1 gram daily for 14 days) for peritonitis. Action taken with dianeal therapy was not reported. Patient outcome was unknown. No additional information is available.